Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a revision due cylinder crossover. It was noted the patient experienced discomfort. The rear tip was removed and the cylinder was repositioned. There were no additional patient complications.